Manufacturer narrative:
Additional information was received that the patient was having charging issues since the previous hip surgery. It was noted that the patient stopped using the stimulation often due to inadequate coverage. The physician did not suspect a device malfunction. The explanted leads and click anchor were not returned to bsn.

Event description:
A report was received that the patient had charging issues. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the complaint of the charging issue was verified. Review of the patient data revealed the device characteristics had changed. The daily battery depletion rate changed from 2.40 mv to 26.40 mv, and the battery consumption rate with stimulation changed from 10.83 mv to 306.24 mv accordingly. In low power idle mode without any stimulation, the ipg consumed 57 ua, slightly above the 50 ua limit. It was reported that the patient had his hip replacement procedure and patient thinks electrocautery was used, which could be the source of the device damage. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4))

Event description:
A report was received that the patient had charging issues. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had charging issues. The patient will undergo an explant procedure.